Event description:
Fresenius medical care (B)(4) reported that a home dialysis pt set the hemodialysis machine at a uf (ultrafiltration) goal of 0. The machine kept of a uf rate of 1,000 ml/hr (which is the default rate) and the pt removed 2,500 ml in 2.5 hrs. The pt did not realize that the machine was removing fluid. The pt c/o of feeling bad but there was no serious injury.

Manufacturer narrative:
(B)(4). Excess fluid removed. By design, the default uf rate is 1,000 ml/hr. When treatment is started and the tx clock is pressed and confirmed, the uf pump automatically turns on. (B)(4).